Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to the interconnect pca. The interconnect pca was partially dislodged. The root cause for the partially dislodged interconnect pca could not be positively identified. There was no sign of external damage to the monitor. No adverse event resulted from the defective monitor.